Event description:
Patient presented to the physician with swelling and ongoing pain at the ipg site, which was interfering with daily tasks and recreational activities. Physician brought the patient into the operating room, where a cyst was identified upon opening the ipg pocket. Physician removed the cyst, irrigated the pocket with antibiotic solution, extended the pocket size, repositioned the ipg, re-sutured, and closed. Post-operative antibiotics were prescribed after the procedure was completed.